Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years due to severe mitral regurgitation, secondary to ring dehiscence. Operative report indicates that the ring had completely dehisced from the posterior wall. The leaflets actually appeared to coapt nicely, they just did not have any support posteriorly. The ring was removed and replaced with another edwards annuloplasty ring (same model/size).

Manufacturer narrative:
Evaluation summary: as received the ring exhibited moderate host tissue overgrowth. Suture threads were noted in the ring. Cuts in the sewing fabric exposed approximately 1 cm of the silicone ring. Cuts in the silicone ring were also noted at the described region. The disruptions were most likely due to mechanical damage at explant. No other inconsistencies were in the x-ray, as the ring was intact. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular device cannot be determined at this time.

Manufacturer narrative:
(B)(4) = ring dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the reported event could not be confirmed through evaluation of the ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. No further actions are possible with the available information.